Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that during device setup, the unit switches from ac power to battery power intermittently after 30 mins of use. The power cord is plugged into ac and seated at the back of the unit, the power led stays illuminated, and the ac and battery icons on screen are correct. It was reported that there was no patient involvement at the time the issue was discovered. There was no report of patient or user harm. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse advised the customer to replace the power cord for troubleshooting. A manufacturer's field service engineer (fse) was dispatched to the site and confirmed the reported problem. The fse performed electrical testing and followed service manual procedures. The fse replaced the power supply which resolved the reported issue. The device passed required performance verification tests per philips standards and was returned to service.